Event description:
It was reported that the patient experienced acute kidney injury and pneumonia. One week after a pulse field ablation (pfa) using a farawave catheter the patient experienced acute kidney injury and pneumonia. The patient was hospitalized. During the hospital admission the patient received intravenous (IV) furosemide for the acute kidney injury and was prescribed IV ceftriaxone and azithromycin and albuterol nebulizer for the pneumonia. The patient was discharged one day later on oral cefpodoxime and azithromycin.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.